Event description:
Five months following a successful thrombectomy procedure in the middle cerebral artery (m2 region) using a penumbra system reperfusion catheter 041 and a penumbra system separator 041, a magnetic resonance angiogram (mra) indicated that the patient developed a dissecting aneurysm in the distal part of the narrowed m1; therefore, coil embolization was performed. Approximately 14 months later, the patient developed another aneurysm and underwent another coil embolization. The physician's comment: I might bring damage to the blood vessel with the catheter or the separator while removing the thrombus.

Manufacturer narrative:
Dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00492. Device was disposed of by the hospital.